Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported implantable neurostimulator (ins) stimulation failure. Consequences of the event were noted as ins disabled and then reprogrammed. No symptoms were reported. There were no further complications reported and/or anticipated. It is unknown if the device at issue was implanted on (B)(6) 2005-or (B)(6) 2007-.